Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarms noted during testing. Moisture damage was found on the motor and electronic assembly during visual inspection.

Event description:
Customer reported via phone call that the insulin pump had drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was performed for self test and it was passes. The insulin pump will not be returned for analysis.